Event description:
Unknown

Event description:
On (B)(6) 2012, subject presented to clinic with low operation speed alarms and low flow with complaints of fatigue and paleness resulting in hospital admission. On (B)(6) 2012 device stopped resulting in emergent trip to the or for device exchange.